Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check supply line alarm during the prime on the homechoice machine (hc). The home patient (hp) stated he disconnected the bag and connected a new bag to that line. The technical service representative (tsr) had the hp close the clamps and explained the hp will have to start over with new supplies. The tsr explained the hp can start over with all new supplies. The hp was contacted on (B)(6) 2011. The hp stated that this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a use error failed to follow therapy steps was confirmed. The root cause was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.